Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer successfully resumed insulin deliveries without changing any pump supplies to resolve the occlusion alarm. The customer's blood glucose (bg) level was 270mg/dl and a correction bolus was delivered to address the bg level. Tandem technical support (cts) educated the customer regarding occlusion alarms. As the customer was not receiving an occlusion alarm when cts was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.